Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen calibration was off even after attempts to calibrate with the disk. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the cursor and the stylus were not aligned. Re-seated connection between overlay and xy board and calibrated stylus. Monitored for a few days and cursor alignment was stable. Replaced nylon stand off and media bay gasket. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.